Event description:
It was reported that during a percutaneous transluminal angioplasty a balloon rupture occurred. Access was obtained via the left femoral artery. The 99% stenosed target lesion was located in the moderately tortuous right common femoral artery with an unknown degree of calcification. A 2 x 20mm x 143cm sterling es mr balloon ruptured on the first inflation at a pressure of 3atm. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).